Manufacturer narrative:
Additional information received on december 14, 2016. One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber received was broken into two pieces. The first piece measured approximately 222 cm from the top of the connector to the break. The second piece measured approximately 56 cm from break to the distal tip. There was no damage to the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 365 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the fiber popped/ snapped emitting a spark near the user's hand. Note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received on december 14, 2016: the laser unit used was a power suite holmium 100 watt with laser settings of 0.8 kilojoules and 10 hz. The popping sound was heard upon pressing the foot pedal. The physician was not harmed/burned as a result of the spark and the procedure was completed with another flexiva 365 laser fiber.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the fiber popped/ snapped emitting a spark near the user's hand. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.